Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified in the right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during initial inflation at nominal atmospheres, the balloon burst. The device was removed well from patient though it was not intact when removed. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 19mm from the tip of the device. The device failed to inflate to rbp.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified in the right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during initial inflation at nominal atmospheres, the balloon burst. The device was removed well from patient though it was not intact when removed. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition. It was further reported that no segment of the balloon was detached.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified in the right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during initial inflation at nominal atmospheres, the balloon burst. The device was removed well from patient though it was not intact when removed. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition. It was further reported that no segment of the balloon was detached.